Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine 1640mcg/ml at 363.9mcg/day. The indications for use were non-malignant pain and failed back surgery syndrome. The empty pump alarm was sounding. The patient had missed a refill. The hcp pulled logs from the pump, and it showed the pump went empty on (B)(6) 2015. The patient had been feeling "crumby." They planned to refill the pump on (B)(6) 2015. If additional information becomes available, the event will be updated.